Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing blood glucose levels ranging from 400 to 600 (mg/dl) with trace ketones. The customer believed the pump was not delivering insulin properly as the customer delivered a bolus while disconnected from the pump and no drops were observed exiting the tubing. The customer administered a manual injection. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.